Manufacturer narrative:
H.6. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. The photo(s) were examined, and no issues or evidence was observed related to the reported failure. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the caps were missing and compromised sterility. There was no report of patient impact. The following information was provided by the initial reporter: customer reached out to let me know that she opened a brand new bag of beauty syringes and was stuck. There were needles sticking out and not capped (1) broken off cap and a couple syringes are dull. This happen this morning in her office as she was preparing for a beauty patient. No patient was involved practioner was stuck with the uncapped needle.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the caps were missing and compromised sterility. There was no report of patient impact. The following information was provided by the initial reporter: customer reached out to let me know that she opened a brand new bag of beauty syringes and was stuck. There were needles sticking out and not capped (1) broken off cap and a couple syringes are dull. This happen this morning in her office as she was preparing for a beauty patient. No patient was involved practioner was stuck with the uncapped needle.

Manufacturer narrative:
Date of event is unknown. Awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.